Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.